Event description:
Asr revision; (B)(4); left hip; asr xl - volume 1 page 65 states hand written note depuy asr total acetabular implant and depuy aml size 11mm stem. Implant ¿ (B)(4) 2006 ¿ volume 1 page 63 op notes. Doctors notes (B)(6) 2009 states x-ray of hip shows cup displaced - volume 1 page 73 discharge summary (B)(6) 2009 states patient admitted for evaluation and management and hip replacement but surgery postponed due to uti (urinary tract infection) - volume 1 page 75. Revised ¿ (B)(6) 2009 - volume 1 page 78 op notes ¿ patient has e-coli uti infection controlled by antibiotics but taken for hip replacement surgery. Pus and foreign body granuloma present, cup displaced and loose. Microbiology results state no anaerobic bacteria growth after 96 hours ¿ volume 2 part 2 page 133 ¿ positive result for mycobacterium tuberculosis volume 2 part 2 page 136. (B)(6) 2009 patient has abscess and is treated for infection plus 3 other procedures to treat infection and septic arthritis ((B)(6) 2009) . Legal documents allege ¿ metallosis, pain, cognitive impairment, heart & memory problems, deafness, mental problems. History of hypertension, hysterectomy, intestinal obstruction with septicaemia, utis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.